Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of manufacturing records was not possible, due to the barcode label being missing from the connector. The catheter was evaluated and it was found that the sensor was not functional. The sensor trace was discolored. There was excessive foreign material residue inside the connector and on the connector pins. The catheter was received in a drainage tube. Due to the condition as it was received, no further functional testing was possible. The supplier was able to confirm the reported issue and determined the cause of failure to be use related. At present we consider this complaint to be closed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During the icp procedure the pressure value was during -6 and -10. Changed the new sensor to complete. There was no report on patient injury. On (B)(6) 2015 per affiliate, no delay.